Event description:
As described by hospital report.. Pt is a 75 yr old white female who was taken to or on 12/20/93 for removal of recurrent meningioma. Pt was prepped, a burr hole was made and the midas rex was applied to remove the bone plate. During the process of cur=tting the bone plate, the blade passed through the foot plate and into the pt's frontal lob. The blaaade created a 1x 5 cm lacertion. The remainder of the surgery was uncomplicated. The pt returned to or later that day for evacuation of a subdural hemotoma near the site of the laceration.